Event description:
It was reported that the patient experienced recurrent hypoglycemia after announcing a ¿less than breakfast¿ meal for half a bagel with cream cheese, after minimal intake earlier in the day, and the ilet subsequently suspended dosing when glucose fell below its low-threshold. Symptoms included documented low blood glucose values confirmed by glucometer, with nadirs at 49 mg/dl, 39 mg/dl, and ¿low,¿ consistent with hypoglycemia. Outcomes included treatment with oral carbohydrates and juice with recovery to 79 mg/dl and no hospitalization. Investigation included review of dosing behavior and user-reported history, with consultation and education by clinical support. Investigation of this case revealed that the breakfast meal announcement behavior had maladapted the meal dosing, resulting in insulin dosing that appeared higher than appropriate for the reported carbohydrate amount, while automated low-glucose insulin suspension functioned as designed. It was concluded, based on previously established findings for similar reports, that user meal announcement patterns and algorithm maladaptation were the most probable contributors, and additional training was indicated.